Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that when the patient charges, the back would hurt and cause more pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.